Event description:
Philips usb patient data cables arrived from the manufacturer and were defective. The end of the cable that interfaces with the device was too small so it would not stay safely in place.